Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> 20 parts were manufactured per specification and all raw materials met specification. There is one nc associated with this lot: nc-015499. This nc was planned, the purpose of which to remove cig2543 from quad 1 cleanroom & replace with block gauge cig2374a & ci-938/ci1141b. This nc is related to a gauge issue no product was affected. There is no correlation to the failure mode described. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
The patient was revised to address pain. It turned out that the patient sheared the post off of her posterior stabilized insert and displayed significant wear. The patient exhibited recurvatum when the knee joint opened laterally. It was concluded that the collateral ligaments were damaged/ compromised. All of the components were pulled and revised to a more constrained prosthesis. A depuy cement was used. Doi: (B)(6) 2012. Dor: (B)(6) 2020; right knee.